Event description:
It was reported that the device would not power on. The device internal battery and the battery charger (charge pak) were depleted. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4): physio-control provided the customer technical assistance and replaced the charge pak under warranty. F/u with the customer found that the replacement charge pak resolved the reported problem. The device was then placed back to service for use.